Event description:
It was reported that the transducers are not holding pressure correctly in the chambers which causes blood to back up during a patient¿s hemodialysis treatment. This then causes constant tmp pressure alarms and the transducers need to be replaced. This happens multiple times a day. Upon follow up, it was confirmed that the patients are rinsed back with no blood loss. There was no patient injury or medical intervention required as a result of this event. The transducers are replaced and the patient is able to continue and complete their treatments successfully. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.